Manufacturer narrative:
Suspect product not available.

Event description:
On (B)(6) 2022, a patient (pt) called to report a diagnosis of corneal ulcers in both eyes in (B)(6) 2021 while wearing 1-day acuvue® moist® brand contact lenses (cls). The pt visited an eye care professional (ecp) following a night of severe pain in (B)(6) 2021 and was diagnosed with an ulcer in the left eye (os). The pt was advised not to wear cls for 2-3 weeks and used two different eye drops, including an antibiotic, but did not recall the names or dosage of the drops. At the one-week follow-up, the pt was also diagnosed with an ulcer in the right eye (od) and used the same two unknown eye drops in the od (dosage unknown). The pt reported wearing cls daily from ¿6 am to 12 am,¿ both eyes dry out from ¿looking at the computer all day,¿ and was advised by the ecp to wear glasses more often to give ou a break from cl wear. The pt stated both eyes are ¿fine now,¿ declined to provide ecp contact information, and refused to provide any additional information. This event will be submitted as a worst-case ou event as we were unable to verify the pt¿s diagnosis, date of event and treatment with the ecp. The lot number of the od suspect product is unknown. This report is for the pt¿s od event. The report for the pt¿s os event will be filed as a separate report. The suspect od cl is not available for return for evaluation. No additional evaluation can be conducted. No further information is expected. If any further relevant information is received, a supplemental report will be filed.